Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to follow steps-cds removed before gripper line. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of failure to retrieve a mitraclip component, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Additionally, the IFU states after gripper line removability is established and the clip successfully deployed, remove the gripper line, then remove the cds. All available information was investigated and the reported inability to remove the gripper line appears to be a result of user error and the reported gripper line break was likely a secondary effect. The reported patient effect of foreign body left in the patient appears to be a result of procedural conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the inability to remove the gripper line. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds) was advanced without issue. The clip was deployed successfully on the leaflets reducing mr to 2+. Gripper line removal was established; however, the gripper line was not removed. The cds was backed out of the patient at which time it was observed that the gripper line was not removed. An attempt was made to remove the gripper line; however, this was not successful. The guide was removed which partially pulled out the gripper line causing the gripper line to break; however, there was still a piece in the patient. A balloon was used in an attempt to grab the remaining gripper line, but the balloon could not get access to do so. The gripper line was cut at the level of the groin and remains in the patient. The procedure was aborted at this point. The patient was stable post procedure. No additional information was provided.